Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon removing the lead from the packaging foreign material was found at the lead tip. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. If information is provided in the future, a supplemental report will be issued.